Manufacturer narrative:
The device was returned to olympus for a device evaluation, and the customers allegation (e216) was confirmed. Device evaluation also found the image disappeared during angulation in the right and left directions. A review of the device history record found no deviations that could have caused or contributed to the reported events. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely that error e216 occurred due to corrosion on the video plug. However, a definitive root cause of the reported issue could not be identified. Based on the results of the legal manufacturer's investigation, it is likely that the image disappeared due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components, including the integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "confirm that the wli and nbi endoscopic images are normal. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device. In addition, the adhesive on the bending section cover was chipped due to chemical/physical stress, and the video connector and case had a crack due to physical stresses from drops and hits. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope gave a e216 error code. It is unknown when the issue was observed, but the procedure was completed using another device. No other information was provided, and no patient harm was reported with this event.